Manufacturer narrative:
Final analysis found only the connector end of the lead was returned. Analysis found full breach insulation degradation exposing the outer coil at 4.4 cm from connector pin.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated procedure, the physician noted an insulation anomaly on the right ventricular lead. The patient was pacer dependent. The lead was capped and replaced successfully. The patient was in stable condition post operation.